Event description:
In 2009, the sales representative reported that during surgery, the surgeon placed bone in inserter. As he tamped the inserter with the mallot the bone split. Additional information received via telephone on 08/06/2009. The sales representative reported that during an open 2 level tlif procedure at l4-s1, after the surgeon had already implanted one implant into the l4 disc space without any issues, the surgeon prepared the disc space with distractors and shavers. The scrub tech placed the inserter into the implant and the sales representative made sure that the correct procedure was done with the silver knob finger tight first and verifying the implant did not look loose of off-axis. The inserter tangs/tabs aligned with the implant. The surgeon then attempted to insert the implant at l5-s1. When the surgeon first hit with the mallet, the implant broke at the threads. It was difficult to get the implant out since the disc space was already collapsed. Since the break was at the threads, there was nothing there to engage the implant to explant it. The surgeon used several different instrument to get the implant out successfully, explanting the implant with a kocher. There was a surgical delay of 2- minutes.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending, upon the return of the product.